Manufacturer narrative:
(B)(4). Implant date: sometime in (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products are still implanted. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -04529; 0001825034 -2018 -04533; 0001822565 - 2018 - 03669.

Event description:
It was reported that patient is experiencing pain and swelling at an unknown amount of time after hip arthroplasty of the left hip. No revision surgery is scheduled at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.